Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change out. Upon initial fluoroscopy prior to procedure, the right atrial lead was found externalized. The physician elected to cancel the procedure, and the lead remained implanted. The patient was stable.